Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A provided photograph has been reviewed and is presumably the explanted devices within biohazard packaging. The devices themselves are not visible and the photo does not at all aid in this investigation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. This device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation and medical records received. Litigation alleges pain lump on buttocks, frequent loss of balance causing several falls, severe tinnitus, metallosis and psuedotumor. After review of medical records, the patient was revised due to metal on metal reaction. Operative notes reported that there was a small amount of pseudotumor seen posteriorly. There was abundant fluid in the joint. The trunnion had some slight black residue. Doi: (B)(6) , 2008 dor: (B)(6) , 2021 right hip.